Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: 9735762, version (B)(4). The system was not evaluated because the site did not approve service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the software became unresponsive while loading a patient exam from a cd. It was noted the system could not connect to electronic picture archiving and communication systems (pacs) directly due to bulkhead connector damage. Technical services (ts) has the site reboot the system and the exam was able to load after approximately 10 minutes. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.